Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant creatinine result on an 76-year-old patient with hypotension, renal failure. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested result sample I-stat, on (B)(6) 2025, ni, 16:08, 0.6 mg/dl, (B)(6). Roche, on (B)(6) 2025, 17:00, 18:15, 12.3 mg/dl, (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-aug-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h25134.

Event description:
Na.